Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 ureteral stent in opened packaging. Verified material number 778626 and batch number ngkp3064. Visual inspection noted that the stent was broken into two pieces the labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product packaging, the customer found that the 778626 stent was fractured and did not continue to use it. After replacing it with a new product, the surgery continued and there was no impact on the patient during the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product packaging, the customer found that the 778626 stent was fractured and did not continue to use it. After replacing it with a new product, the surgery continued and there was no impact on the patient during the operation.